Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of incident. It was unknown if the customer was using auto mode or not at the time of incident. Customer stated that the insulin pump had flashing screen. No further patient complications were reported. Troubleshooting was performed; however, the customer will discontinue use of the device.

Event description:
It was reported that the customer treated high blood glucose with manual injections. The insulin pump was dropped and then was alarming and had white screen.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black customer returned device for an alleged missing segments/partial, flashing white screen, beeping anomaly, cosmetic damage and high blood glucose found on (B)(6) 2022. Device was received with a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Device was also received with a blank flashing white display with audio beep alert. Unable to verify missing segments/partial and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank flashing white display with audio beep alert. Unable to generate power management graph due to blank flashing white display with audio beep alert. Unable to download history files and traces using thus due to blank flashing white display with audio beep alert. Device was cut open to perform visual inspection and found a bleeding and cracked lcd glass. No corrosion or moisture damage found on the electrical board, force sensor, motor or vibrator¿assembly noted. The original electrical board was installed and swapped out with a working test electrical board, case, internal battery and motor. Powered the device on using the battery simulator and a blank flashing white display with audio beep alert noted. The original electrical board was installed and swapped out with a working test electrical board, case, internal battery and motor. Powered the device on using the battery simulator and no blank flashing white display with audio beep alert noted. The original electrical board re-installed and swapped out with a working test electrical board, case, internal battery and motor. Powered the device on using the aa 1.5v battery and continued testing and download. The device passed the self test and no blank display with audio beep alert noted. Successfully downloaded history files and traces using thus.power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. A blank flashing white display with audio beep alert was confirmed due to a bleeding and cracked lcd glass. Test p-cap and reservoir locked properly into reservoir compartment during testing. Cosmetic damage was confirmed. Unable to verify customer alleged for high bgs. Unable to verify missing segments/partial and perform the required testing due to blank flashing white display with audio beep alert. Unable to download history files and traces using thus due to blank flashing white display with audio beep alert. A blank flashing white display with audio beep alert was confirmed due to a bleeding and cracked lcd glass. However, a test electrical board was used, continued download, performed self test and no blank flashing white display with audio beep aler medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided in section b5.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black customer returned insulin pump for an alleged missing segments/partial, flashing white screen, beeping anomaly, cosmetic damage and high bgs found on (B)(6) 2022. Insulin pump was received with a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Insulin pump was also received with a blank flashing white display with audio beep alert. Unable to verify missing segments/partial and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank flashing white display with audio beep alert. Unable to generate power management graph due to blank flashing white display with audio beep alert. Unable to download history files and traces using thus due to blank flashing white display with audio beep alert. Insulin pump was cut open to perform visual inspection and found a bleeding and cracked lcd glass. No corrosion or moisture damage found on the electrical board, force sensor, motor or vibrator¿assembly noted. The original electrical board was installed and swapped out with a working test electrical board, case, internal battery and motor. Powered the insulin pump on using the battery simulator and a blank flashing white display with audio beep alert noted. The original electrical board was installed and swapped out with a working test electrical board case, internal battery and motor. Powered the insulin pump on using the battery simulator and no blank flashing white display with audio beep alert noted. The original electrical board re-installed and swapped out with a working test electrical board, case, internal battery and motor. Powered the insulin pump on using the aa 1.5volt battery and continued testing and download. The insulin pump passed the self test and no blank display with audio beep alert noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms or alerts noted during the testing. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. A blank flashing white display with audio beep alert was confirmed due to a bleeding and cracked lcd glass. Test p-cap and reservoir locked properly into reservoir compartment during testing. Cosmetic damage was confirmed. Unable to verify customer alleged for high bgs. Unable to verify missing segments/partial and perform the required testing due to blank flashing white display with audio beep alert. Unable to download history files and traces using thus due to blank flashing white display with audio beep alert. A blank flashing white display with audio beep alert was confirmed due to a bleeding and cracked lcd glass. However, a test electrical board was used, continued download, performed self test and no blank flashing white display with audio beep alert noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.